Event description:
It was reported with the use of the bd insyte autoguard shielded IV catheter there was an issue with needle retraction failure.

Manufacturer narrative:
Bd was able to verify the needle was partially retracted and with internal damage in the grip that caused the safety mechanism did not move completely. Based on the investigation of this complaint it is believed that a failure occurred at station 5.54.4 of the product assembly machine causing damage inside the grip when a claw of the machine picks up this grip in the inner causing the damage evidenced. This damage causes a burr inside the grip that block the retraction of the needle occurs until the end causing this kind of complaint. A complaint history check was performed and this is the 4th related complaint reported with the defect/condition of needle retraction failure with lot #8064891 regarding item #38182314. A review of the device history record was completed for sub-assembly (B)(4), lot 8057538 manufactured from 02-mar-18 to 29-mar-18 used in claimed lot 8064891. The batch was analyzed for "needle retraction" and ¿part activation¿ tests, and it was not evidenced record of failure of activation of the part during the analysis of these lots. (B)(4) for the "gel weight out of specified" defect was found. However, it cannot affirm that this nonconformity is directly related to this defect. The corrective maintenance history in the manufacturing period of the assembly lot involved in this complaint was evaluated and no records were recorded that could clearly indicate a failure of the activation of the part due to misalignment of station 5.54.4. An update has been performed on the station software that loads the plug inside the grip, so when there is misalignment at the station causing damage inside the grip, the sensor can detect this damage and discard the damaged part from the other parts.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with needle retraction failure.